Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient was scheduled for MRI. The ventricular lead was found to have high capture threshold and impedance, which was a sharp increase from previous measurements. The decision was made to explant due to suspected twiddler's syndrome with a marked sudden increase in impedance, marked sudden increase in threshold, and the patient requires an MRI due to abdominal masses. The lead was found to be partially pulled back from implant position due to winding at the can from twiddler's syndrome. The patient was stable.